Event description:
The pt had experienced pruritis and spasticity symptoms. A confirmed motor stall was noted in the event logs, with no motor stall recovery recorded. The pt's pump was replaced. The pt recovered without sequela. The medication being delivered via the device system was lioresal.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.